Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after an diagnostic procedure. Reportedly, a posterior cuff miss occurred. A second perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Device code 2017: femoral angiogram was not taken. Per the instructions for use - perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium tortuosity, and for disease or dissections of the arterial wall.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The analysis of the returned device did not confirm the reported cuff miss. The analysis revealed that both cuffs were still attached to the link and respective needles. The visual inspection done on the returned device did not detect a quality deficiency. Based on the conditions of the returned device, the needle deployment and suture retrieval were successful, contradicting the reported cuff miss, therefore, the cause for the reported event could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.